Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/20/2016, that on (B)(6) 2016, the receiver displayed an intermittent out of range signal. No additional patient or event information is available. Data was provided. Data review confirmed the reported intermittent out of range signal. A root cause could not be determined via data.